Manufacturer narrative:
Technician found that the brakes don't hold and casters swivel. The casters were old and worn out. Technician replaced all 4 brake casters to resolve.

Event description:
Technician found stretcher with attached note states - "brakes broken".